Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported shut down issue; the programmer intermittently shut down when plugging in to the top usb (universal serial bus port). Analysis found the top of the usb port was broken. Mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also confirmed the reported noise. Analysis found the power supply and system fan were noisy. It was noted the stylus tip was damaged but functional. (B)(4).

Event description:
It was reported the programmer was making a strange noise and shutting off. The programmer was returned for repair. No patient complications have been reported as a result of this event.